Manufacturer narrative:
(B)(4). Batch # n91d90. The analysis results of the d5lt found that it was received with no damage in the external components. During the functional testing the bullet retracted permitting the exposure of the blade during the advancement through the skin test media and returned to safe position upon penetration; the bullet and reset button performed as intended without any anomalies noted. It could not be determined what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the red switch button wouldn't click and it wouldn't stay steady. There were no patient consequences. It was not noted how the case was completed.